Event description:
During an in clinic follow up, low defibrillation impedance and an increased capture threshold was observed on the right ventricular (rv) lead. No intervention has been performed at this time. The patient was stable and will continue being monitored.